Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy a2: age & date of birth: requested, not provided due to hospital policy a3a: sex: requested, not provided due to hospital policy a3b. Gender: n/a a4: weight: requested, not provided due to hospital policy a5: ethnicity: requested, not provided due to hospital policy a6: race: requested, not provided due to hospital policy d4: lot #: requested, unknown d4: expiration date, UDI: unknown, as the involved product lot # was unknown d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: lab manager h4: device manufacture date: unknown, as the involved product lot # was unknown the production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for procedural complications because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. With little information provided, it is unknown the cause of the hematoma and the relationship to the tr band device. Review of device history record (DHR) cannot be completed due to the unknown lot number. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the tr band was placed on the patient. After the patient showed up to recovery, they developed a hematoma. The procedure for the patient was a radial heart catheterization. Additional information was received on 29mar2024: the tr band did not lose air. The amount of air that was initially injected into the tr band in unknown. There was no noticeable damage to the device. The patient was stable. No size referenced to the hematoma. Manual compression was used to treat the hematoma.